Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's programmer would not sync. The caller reported that the patient is in the hospital because they fell and broke their hip last week. Caller states the patient needs to do an MRI, but the patient's programmer wouldn't sync. The caller stated that they used the programmer in september and it worked great. However, since last week the caller has not been able to use the programmer because they continually get a low battery screen. Caller reported that they switched the batteries, but they can't sync due to the low battery screen presenting. Caller stated that they did have a couple opportunities to sync to the patient's ins, but the programmer would not connect. Caller stated that they then took it home and was able to troubleshoot the low battery issue, but they can't verify that the programmer is working until they are with the patient to connect. Agent directed caller to call back if troubleshooting is required.